Event description:
During follow-up, increased pacing impedance was observed on the right ventricular (rv) lead. It was suspected that the cause of the increased impedance was encapsulation. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences.